Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient death occurred. A left atrial appendage closure procedure was being performed. A versacross connected was utilized with a watchman for transseptal puncture (tsp). The versacross connect and was were positioned into the right atrium. When advancing the versacross connect for tsp, the versacross rf wire perforated the aorta, causing fatal bleeding. Thus, a surgical intervention was attempted for aortic perforation repair, but it was unsuccessful, and the patient died on the table.

Event description:
It was reported that patient death occurred. A left atrial appendage closure procedure was being performed. A versacross connected was utilized with a watchman for transseptal puncture (tsp). The versacross connect and was were positioned into the right atrium. When advancing the versacross connect for tsp, the versacross rf wire perforated the aorta, causing fatal bleeding. Thus, a surgical intervention was attempted for aortic perforation repair, but it was unsuccessful, and the patient died on the table. It was further reported (29aug2023) that no pericardial effusion nor cardiac tamponade were noted. The tenting on the versacross wire was visible prior to the rf application (1-4 mm). There were no multiple attempts required to track up / drop down into position on septum before tsp was performed, and only one rf was applied. The versacross devices were not pushed very quickly, but they went straight into aorta. Both versacross rf wire and dilator crossed the septum. The patient had a very narrow lipominous septum. No issues with versacross devices were reported.

Manufacturer narrative:
Due to additional information received on 29aug2023, the field b5 (describe event or problem) was updated. And, to correction, the field b7 (other relevant history) was updated, thus the supplemental report will be filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.